Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The device is not available for return.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo system generator. Upon the beginning of the procedure, the physician noticed the apollo generator was not producing vibrational energy and the procedure was cancelled.